Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient and the cause of death is unknown. The medical records do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient allegedly experienced post-surgical complications after undergoing a da vinci surgical procedure and subsequently passed away on an unspecified date.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci colon resection procedure on (B)(6) 2011 and subsequently expired on an unspecified date. Isi was provided with the da vinci operative report and additional hospital reports. There was no indication of a malfunction of the da vinci surgical system, instrument, or accessory during surgery. There was no report of an intra-operative complication although the operation had to be converted to an open procedure due to the size of the tumor. The patient was admitted to the hospital from (B)(6) 2011. No further medical records were provided. A letter from an attorney indicates that the patient sustained a bowel perforation, underwent additional surgeries, and then passed away. The patient's date and cause of death were not provided. Isi has made attempts to obtain additional information from the attorney and the site's risk management group; however, no additional information has been provided as of the date of this report. A follow-up MDR will be if additional information is received.